Event description:
Customer reported to beckman coulter that the unicel dxc 600 synchron system generated suppressed results for alanine aminotransferase (alt), high-density lipoprotein (hdl), and triglycerides (tg). No specific details were provided for the suppressed results. One erroneously high triglyceride result was also generated. The sample was retested two times and yielded a result within expectations. The initial result was not released from the laboratory. There were no changes to the patients care or treatment. A review of the quality control history indicates no data points outside 2 standard deviation established limits prior to the event. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found a torn cuvette wiper. The wiper is responsible for cleaning the exterior of sample cuvettes. The fse also found cracked / damaged cuvettes. The fse replaced the torn wiper and cracked cuvettes. The system conforms to specifications.